Event description:
Information received from an attorney indicates that an introcular lens was removed from a patient's eye. Allegedly, a posteroir chamber lens was implanted in the anterior chamber. It is reported that the patient experienced significant loss of vision. No further information has been provided. Note: posterior chamber introcular lens product inserts stated in the "warnings" section that, "the safety and efficacy of these posterior chamber lenses have not been established if placed in the anterior chamber. Implantation of posterior chamber lenses in the anterior chamber has been shown in some cases to be unsafe and should be done only under an investigational protocol approved by FDA."